Manufacturer narrative:
(B)(4). Batch # r94v6h. Investigation summary: 2 photos along with the device was returned for evaluation. The first image is of what appears to be a harmonic device with the blade tip in apparently normal condition. The second image of what appears to be a harmonic device with batch r94v6h and serial number (B)(4). The device was returned with the blade tip damaged with gouges marks . However, the blade was not broken off as reported. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip was broken during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.